Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrode 6 has an impedance of 40,000. The manufacturer's representative (rep) programmed around the electrode. The issue was resolved.